Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogated the ipg and was able to recover the device.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported to abbott, a patient and rep were unable to connect to the ipg. The system had not been set to surgery mode while the patient underwent a recent unrelated surgery where electro-cautery may had been used. The rep met with the patient and able to recover the ipg. However, the system stared auto reducing due to high impedance. This issue was resolved with reprogramming. A review of documentation supplied with the implant states that electro-surgery devices should not be used near an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.